Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. During the procedure, upon insertion, metal was seen protruding through the white trocar sheath. The case was completed with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.